Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the mesh implants may have caused or contributed to the patient's reported symptoms. As reported the surgeon suspects there are some adhesions to the bowel but no bowel obstruction and revision surgery is possible. Adhesions are a known inherent risk of surgery and are listed in the instructions-for-use, provided with the device, as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents composix kugel hernia patch #2. An additional emdr was submitted to represent composix kugel hernia patch #1. Remains implanted.

Event description:
It is reported that in 2009 the patient underwent repair of an abdominal incisional midline hernia with implant of a composix kugel hernia patch (#1). During the same procedure the patient also underwent the repair of a stomal hernia and was implanted with another composix kugel hernia patch (#2). Several years later, in 2017 as reported the patient began to experience adverse symptoms of chronic constipation, bloating, abdominal pain, painful and frequent urination in which he had additional medical treatment. As alleged the patient underwent a CT scan and the surgeon has advised there are problems with the mesh and additional surgery is needed. The contact states the surgeon believes there are some adhesions to the bowel but no bowel obstruction. As reported revision surgery is tentatively scheduled, with potential for explant of the mesh.